Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was a case of an attempted due to product performance issue. No further information was provided. The lead was never in service. No adverse patient effects were reported.